Event description:
It was reported that the nurse used an arterial blood sampling device to draw blood from the patient and found that the syringe was broken and leaking occurred. A new arterial blood sampling device was replaced, and blood was drawn from the patient again, which did not cause any adverse effects on the patient. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. As no lot number was provided, no review of device records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.